Manufacturer narrative:
(B)(4). Investigation is ongoing. Alleged broken parts will be returned to MFR for analysis. Follow up report will be submitted.

Event description:
Facility alleges that during a transfer two cna's were positioning a pt over the bed, when the sling bar bolt snapped and the pt fell to the floor striking her head on the leg of the lift. Pt suffered broken ribs and hurt her head from the fall.